Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer screen overlay is broken, however display is still functional and able to make selections with stylus. Analysis also found intermittent interrogation with provided rf (radio frequency) head and a known good rf head, needed to press on the rf connector to get telemetry to work; solder joints found cracked on the rf head connector. System fan was intermittently noisy, floppy drive did not read disks, and keyboard connector was found damaged (pulling apart). Programmer display slowly dropped due to the lower display hinges. (B)(4).

Event description:
It was reported the screen is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.